Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal discharge and hernia repair. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching constantly"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and oesophageal disorder ("gastrointestinal or digestive system condition type: I could not get my food to go down my esophagus"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"), the first episode of anxiety ("psych injury/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches"), extraocular muscle paresis ("neurological conditions or problems type: eye muscles are drooping"), transient ischaemic attack ("tias,"), muscle atrophy ("muscles are wasting") and dizziness ("dizziness"). In (B)(6) 2015, the patient experienced cystitis ("bladder infect."), urinary tract infection ("uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: "bacterial" vaginosis"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 6 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm. Bleed."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condit/probs"), vision blurred ("vision probs/vision/eye problems type: blurred vision"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), arthralgia ("joint pain"), back pain ("back pain"), thrombosis ("blood clots"), chest pain ("chest pain"), hypertension ("high blood pressure"), cerebrovascular accident ("stroke"), hernia ("hernia mesh"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), eye disorder ("left eye won't open"), gastric infection ("stomach infection"), malaise ("sick"), pain in jaw ("pain in back of my head jaw"), facial pain ("facial pain"), bladder pain ("bladder pain"), depression ("depressed"), systemic lupus erythematosus ("lupus ") and myasthenia gravis ("myasthenia gravis") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), blood urine present ("blood in my urine"), blood potassium decreased ("potassium low") and weight decreased ("lost 70 lbs"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia and weight increased had resolved and the genital haemorrhage, abdominal pain, dyspareunia, hypersensitivity, menorrhagia, dermatitis allergic, female sexual dysfunction, fibromyalgia, cystitis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, hormone level abnormal, migraine, nausea, tooth disorder, headache, nervous system disorder, vision blurred, fatigue, night sweats, vaginal haemorrhage, bacterial vaginosis, the last episode of anxiety, post-traumatic stress disorder, rash, pruritus, uterine leiomyoma, extraocular muscle paresis, transient ischaemic attack, muscle atrophy, dizziness, abdominal distension, oesophageal disorder, arthralgia, back pain, thrombosis, blood urine present, chest pain, hypertension, cerebrovascular accident, hernia, blood potassium decreased, hypoaesthesia, paraesthesia, eye disorder, gastric infection, malaise, pain in jaw, facial pain, bladder pain, depression, weight decreased, systemic lupus erythematosus and myasthenia gravis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, bladder pain, blood potassium decreased, blood urine present, cerebrovascular accident, chest pain, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, extraocular muscle paresis, eye disorder, facial pain, fatigue, female sexual dysfunction, fibromyalgia, gastric infection, gastrointestinal disorder, genital haemorrhage, headache, hernia, hormone level abnormal, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, migraine, muscle atrophy, myasthenia gravis, nausea, nervous system disorder, night sweats, oesophageal disorder, pain in jaw, paraesthesia, pelvic pain, post-traumatic stress disorder, pruritus, rash, systemic lupus erythematosus, thrombosis, tooth disorder, transient ischaemic attack, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, allergy nos, fibromyalgia, psych injury, bladder infection, vaginal infection, uti, bladder problems, urinary problems, vaginal discharge, gi conditions, hormonal changes, migraine, nausea, dental problems, headaches, neuro condit/probs, vision probs, fatigue, hair loss, weight gain. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Lot number: 836493 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal discharge and hernia repair. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching constantly"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and oesophageal disorder ("gastrointestinal or digestive system condition type: I could not get my food to go down my esophagus"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"), the first episode of anxiety ("psych injury/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches"), extraocular muscle paresis ("neurological conditions or problems type: eye muscles are drooping"), transient ischaemic attack ("tias,"), muscle disorder ("muscles are wasting") and dizziness ("dizziness"). In (B)(6) 2015, the patient experienced cystitis ("bladder infect."), urinary tract infection ("uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterail vaginosis"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 6 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm. Bleed."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condit/probs"), vision blurred ("vision probs/vision/eye problems type: blurred vision"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), arthralgia ("joint pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia and weight increased had resolved and the genital haemorrhage, abdominal pain, dyspareunia, hypersensitivity, menorrhagia, dermatitis allergic, female sexual dysfunction, fibromyalgia, cystitis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, hormone level abnormal, migraine, nausea, tooth disorder, headache, nervous system disorder, vision blurred, fatigue, night sweats, vaginal haemorrhage, bacterial vaginosis, the last episode of anxiety, post-traumatic stress disorder, rash, pruritus, uterine leiomyoma, extraocular muscle paresis, transient ischaemic attack, muscle disorder, dizziness, abdominal distension, oesophageal disorder, arthralgia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, extraocular muscle paresis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, muscle disorder, nausea, nervous system disorder, night sweats, oesophageal disorder, pelvic pain, post-traumatic stress disorder, pruritus, rash, tooth disorder, transient ischaemic attack, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, allergy nos, fibromyalgia, psych injury, bladder infection, vaginal infection, uti, bladder problems, urinary problems, vaginal discharge, gi conditions, hormonal changes, migraine, nausea, dental problems, headaches, neuro condit/probs, vision probs, fatigue, hair loss, weight gain. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New events: night sweat, vaginal bleeding, bacterial vaginosis, anxiety, post-traumatic stress disorder, rash, itching, uterine fibroid, eye muscle weakness, tia, muscle disorder, dizziness, bloating, esophageal disease nos, joint pain, back pain were added. Lot number was added. Event genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal discharge and hernia repair. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rashes") and pruritus ("rashes or skin conditions type: itching constantly"). In (B)(6) 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and oesophageal disorder ("gastrointestinal or digestive system condition type: I could not get my food to go down my esophagus"). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"), the first episode of anxiety ("psych injury/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"). In (B)(6) 2012, the patient experienced migraine ("migraine/migraines / headaches"), extraocular muscle paresis ("neurological conditions or problems type: eye muscles are drooping"), transient ischaemic attack ("tias,"), muscle atrophy ("muscles are wasting") and dizziness ("dizziness"). In (B)(6) 2015, the patient experienced cystitis ("bladder infect."), urinary tract infection ("uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterail vaginosis"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 6 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2018, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen.abnorm. Bleed."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condit/probs"), vision blurred ("vision probs/vision/eye problems type: blurred vision"), the second episode of anxiety ("psychological or psychiatric problems condition: anxiety"), arthralgia ("joint pain"), back pain ("back pain"), thrombosis ("blood clots"), chest pain ("chest pain"), hypertension ("high blood pressure"), cerebrovascular accident ("stroke"), hernia ("hernia mesh"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), eye disorder ("left eye won't open"), gastric infection ("stomach infection"), malaise ("sick"), pain in jaw ("pain in back of my head jaw"), facial pain ("facial pain"), bladder pain ("bladder pain"), depression ("depressed"), systemic lupus erythematosus ("lupus ") and myasthenia gravis ("sthenia gravis") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), blood urine present ("blood in my urine"), blood potassium decreased ("potassium low") and weight decreased ("lost 70 lbs"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia and weight increased had resolved and the genital haemorrhage, abdominal pain, dyspareunia, hypersensitivity, menorrhagia, dermatitis allergic, female sexual dysfunction, fibromyalgia, cystitis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, hormone level abnormal, migraine, nausea, tooth disorder, headache, nervous system disorder, vision blurred, fatigue, night sweats, vaginal haemorrhage, bacterial vaginosis, the last episode of anxiety, post-traumatic stress disorder, rash, pruritus, uterine leiomyoma, extraocular muscle paresis, transient ischaemic attack, muscle atrophy, dizziness, abdominal distension, oesophageal disorder, arthralgia, back pain, thrombosis, blood urine present, chest pain, hypertension, cerebrovascular accident, hernia, blood potassium decreased, hypoaesthesia, paraesthesia, eye disorder, gastric infection, malaise, pain in jaw, facial pain, bladder pain, depression, weight decreased, systemic lupus erythematosus and myasthenia gravis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, bladder pain, blood potassium decreased, blood urine present, cerebrovascular accident, chest pain, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, extraocular muscle paresis, eye disorder, facial pain, fatigue, female sexual dysfunction, fibromyalgia, gastric infection, gastrointestinal disorder, genital haemorrhage, headache, hernia, hormone level abnormal, hypersensitivity, hypertension, hypoaesthesia, malaise, menorrhagia, migraine, muscle atrophy, myasthenia gravis, nausea, nervous system disorder, night sweats, oesophageal disorder, pain in jaw, paraesthesia, pelvic pain, post-traumatic stress disorder, pruritus, rash, systemic lupus erythematosus, thrombosis, tooth disorder, transient ischaemic attack, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, allergy nos, fibromyalgia, psych injury, bladder infection, vaginal infection, uti, bladder problems, urinary problems, vaginal discharge, gi conditions, hormonal changes, migraine, nausea, dental problems, headaches, neuro condit/probs, vision probs, fatigue, hair loss, weight gain. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received: newly added events- thrombosis nos, blood in urine, chest pain, blood pressure high, stroke, hernia nos, potassium low, numbness, tingling, eye disorder nos, gastric infection, sickness, pain jaw, facial pain, bladder pain, depression, weight decrease, lupus syndrome, masthenia gravis, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia "), psychological trauma ("psych injury"), cystitis ("bladder infect."), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), nausea ("nausea"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/probs"), visual impairment ("vision probs"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),sapling. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, dermatitis allergic, female sexual dysfunction, fibromyalgia, psychological trauma, cystitis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, hormone level abnormal, migraine, nausea, tooth disorder, headache, nervous system disorder, visual impairment, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, allergy nos, fibromyalgia, psych injury, bladder infection, vaginal infection, uti, bladder problems, urinary problems, vaginal discharge, gi conditions, hormonal changes, migraine, nausea, dental problems, headaches, neuro condit/probs, vision probs, fatigue, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received-case became incident. Event injury to herself was removed. New events pelvic/abdominal, apareunia, dysmenorrhea(cramping), dyspareunia (heavy menstrual bleeding), rash/skin condition, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergy, fibromyalgia, psych injury, bladder infection, vaginal infection, uti, bladder problems, urinary problems, vaginal discharge, gi conditions, hormonal changes, migraine, nausea, dental problems, headaches, neuro condition/problems, vision problems, fatigue, hair loss, weight gain and essure confirmation test not performed were added. Explant date was added. Product indication was updated. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.